Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment the operator switched lines at the access in order to improve blood flow. Treatment continued. At the time of rinseback the operator connected the wrong lines and could not recover, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to user error as the operator did not make the proper connections for rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.